Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total joint total knee arthoscopy (tka) procedure on an unknown date and a fibrin sealant preparation device was used. The tip would not snap on correctly. Another device was opened. Two were opened. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint (B)(4). Additional information was requested, and the following was obtained: lnstituto grifols, s.a. {ig) received a notification through ethicon related to one unit of vistaseal 10ml, batch number unknown, where it was reported that the tip would not snap on correctly. A second device was used to complete the procedure. Devices were discarded. There were no adverse consequences for the patient. Upon the reception of the notified incident, it was requested additional information such as the batch number of the affected unit, the experience of the user with the product, if any leakage was observed as well as pictures/samples of the involved device. To date, no additional information was received neither the involved device. Since the basic information listed above has not been received from the complainant and there are no pictures available to date, it has not been possible for ig to perform a proper investigation. Based on this, we proceed to close the complaint. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.